Event description:
It was reported that the right ventricular (rv) lead exhibited spikes of high impedances, as well as varying impedances. The alarm for the superior vena cava (svc) portion of the lead was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited spikes of high impedances, as well as varying impedances. The alarm for the superior vena cava (svc) portion of the lead was programmed off. It was further reported that the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on 07-may-2012 09:00:04. Weekly hv-lead impedance trend data show various spike increases for max defib active can on impedance and max svc defib impedance = 59 to 208 ohms peak between 12-apr-2012 and 05-jul-2012.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The right ventricular (rv) defib conductor was found to be fractured.